Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that this lead was explanted due to a non specific product performance issue.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 8 cm distal to the is-1 connector pin into two segments. All fragments were received for analysis. It is reasonable to assume that the lead was cut during the extraction procedure. The returned lead fragments were analysed. The lead insulation showed signs of abrasion which had no impact on electrical performance of the lead. Further cuts into the insulation were found 28 cm proximal to the is-1 connector pin, which most likely resulted from the surgery. However, the visual inspection revealed that the insulation was, apart from the present cuts, free of breaches. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the observed performance issue. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Should additional information or the device itself become available for analysis, the investigation will be updated. Should additional information or the device itself become available for analysis, the investigation will be updated.